Event description:
Greetings, I am resubmitting this report following last week's submission. Titled: a triumvirate of 3d dental failures to (B)(6). Cc: (B)(6) department of health thank you for taking the me to review my file. I am requesting your consideration to provide a letter of merit to validate my claims regarding my dental injuries to cover my costs. I present to you a triumvirate of 3d dental failures. Beginning with a 3d printed crown and then another 3d printed crown. Followed by a 3d dental guard. With each 3d dental failure individually recognized, the cumulative effect revealed the following: the 3d printed crowns were too tall. The 3d printed dental guard was too tight. The 3d printed dental guard used the #18 crown as a fulcrum against itself. The 3d printed dental guard used the front teeth as a fulcrum against itself. The 3d printed dental guard concealed the failure of a 3d printed crown. The 3d printed dental guard contributed to the failure of a 3d printed crown. The 3d printed crown contributed to a cavity. Sincerely, (B)(6)enclosures. Note: this is opening statement of the complaint. Patient (B)(6) referred to as "patient" contends that he was injured in multiple ways because of dental malpractice caused by (B)(6), dmd otherwise referred to as "dentist" using 3d scanning technology with grossly inaccurate results from the 3d dental scanner, 3d printing manufacturer, 3d dental lab and their equipment thereon. The 3d dental technology failed to produce a true fit for two zirconium crowns and a new bite splint. In addition, the dentist failed to adjust the respective bites correctly and caused further injury affecting the 3d printed bite splint and ensuing harm. This was complicated by the fact the dentist sold his practice and relocated as of (B)(6) 2022. This dentist and all other parties involved failed the patient and his teeth with the use of 3d dental technology among other actions. The 3d dental technology was not accurate enough to use for impressions for neither the crowns nor the bite splint. Relying on the dentist, the patient was treated with a 3d scanning device to create a digital impression used to manufacture a total of two 3d printed zirconium crowns and a 3d printed bite splint. Patient discovers itero scanner from (B)(4). Was used to make a digital impression of mouth and teeth. The patient discovers that prismatik dentalcraft, inc. Utilizes an fts file from the scanner to manufacture the 3d bite splint which is only available through dentists and unavailable to the patient directly. Patient confirms itero scanner was used and provided by the dentist to (B)(6), prismatik dentalcraft, inc. Printed the 3d bite splint. Whereas (B)(6) printed 3d dental crown for tooth #3. Whereas (B)(6) printed 3d dental crown for tooth #18. (B)(6) is a dentist from (B)(6) the office was located at (B)(6). On (B)(6) 2021, (B)(6) made a patient appointment for a chipped filling on an urgent basis. (B)(6), operating as dentist repaired filling. A follow up appointment is made (B)(6) 2021. (B)(6) developed an active treatment plan and entered a patient relationship with (B)(6). On (B)(6) 2021, (B)(6) completed a 3d dental scan by use of a handheld wand that recorded a complete series of radiographic images including a panoramic of patient's teeth. Over the course of the next 12 months, (B)(6) seated two 3d printed zirconium crowns, three additional fillings or d.o. And one 3d printed bite guard. On or about the evening of (B)(6) 2022, the patient's pfm crown on tooth #3 with root canal history fails after 24 years and falls out. Porcelain fused to metal. Patient makes appointment with (B)(6) for (B)(6) 2022, and told that crown #3 requires retreatment and recommends (B)(6) to complete retreatment. A. (B)(6) completes the retreatment on (B)(6) 2022. B. Immediately following retreatment (B)(6) performs core buildup for crown #3. I. The billing statement reads: prefabricated post and core in addition to crown. C. (B)(6) also recommended and filled cavity in tooth #4 but did not provide proof of cavity. On (B)(6) 2022, (B)(6) seats 3d printed crown on tooth #3. On (B)(6) 2022, patient returns to (B)(6) to remove excess dental glue left on adjacent tooth. On (B)(6) 2022, (B)(6) ordered a 3d printed hard nightguard for the patient from prismatik dentalcraft, inc. A. (B)(6) had the patient wait until completion of all dental work prescribed in the treatment plan. It was explained to the patient that any adjustments to the upper teeth after a nightguard is ordered would affect the bite and throw off the fit. B. The initial recommendation was for the replacement of tooth #13 with a crown but the patient declined. Then (B)(6) recommended a filling after claiming a cavity was present but did not provide patient with proof of cavity. C. The patient also provided and showed the original nightguard to (B)(6) for comparison and analysis. D. These respective nightguards were made and worn in succession to each other with original made on (B)(6) 2003. On (B)(6) 2022, the 3d printed hard nightguard by prismatik dentalcraft, inc. Was delivered. A. Patient complained that the guard was tight and (B)(6) attempted a minor adjustment on the nightguard. B. Patient is provided with sophistry that devices are known to be worn "tight". On (B)(6) 2022, (B)(6) prepared patients' tooth #18 for the 3d printed crown. On (B)(6) 2022, (B)(6) seats the 3d printed crown on tooth #18. Then upper tooth #15 was shaved by drill due to high bite. (B)(6) 2022, periodontal. (B)(6) cancelled scheduled exam with patient. On october 4th, 2022, patient received notice via e-mail that (B)(6) sold his practice. As of (B)(6) 2022, the practice is taken over by dr. (B)(6). On (B)(6) 2023, the 3d printed crown on tooth #18 fails and falls off. This marks the cause of action for the patient. On (B)(6) 2023, appointment with (B)(6) to prepare new crown for tooth #18. On (B)(6) 2023, (B)(6) 1 year follow up. On (B)(6) 2023, patient changes gold to zirconium crown at (B)(6). On (B)(6) 2023, seat #18 with new replacement crown at (B)(6). On (B)(6) 2023, discontinued use of 3d dental guard. On (B)(6) 2023, dental cleaning at (B)(6). Discuss #3 redo. On (B)(6) 2023, (B)(6) evaluation for #3 redo. On (B)(6) 2023, remove 3d printed crown #3 to replace. Filling for cavity on tooth #2. On (B)(6) 2023, crown #3 seated at (B)(6). From (B)(6) 2022 to (B)(6) 2023 is 8.5 months. Reference reports: mw5153519, mw5153520.